Event description:
It was reported that customer experienced unspecified cartridge errors while changing pump cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.